Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak occurred during drain of peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm. The patient reported that they had accidently disconnected from the set while asleep. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.